Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a possible sievers type I bicuspid valve with raphe between right coronary cusp (rcc) and left coronary cusp (lcc), the valve was initially deployed to 80% and it was recapture to optimize the depth. The dcs was withdrawn to the ascending aorta during the recapture to avoid trapping the pigtail catheter and native leaflets. The patient's blood pressure dropped and epinephrine was given. Cardiopulmonary resuscitation (CPR) was initiated and the dcs and valve were removed from the patient. CPR was performed for approximately 45 minutes with no return of pulse. The patient was placed on bypass and the procedure was converted to an open surgical procedure. Upon opening up the patient, the surgeon reported a "hole in the left atrium". Per the physician, the cause of the "hole in the left atrium" was unknown but was suspected it occurred during cardiopulmonary resuscitation (CPR). Ultimately, the patient died. The physician reported that the dcs did not cause or contribute to the "hole in the left atrium¿ and the cause of death was cardiopulmonary arrest and was not related to the "hole in the left atrium".

Manufacturer narrative:
Additional information was received that the cause of the initial drop in blood pressure is unknown. B5-updated the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.